Event description:
I have a private practice dental office with eight staff members . On tuesday morning, sept 19, our midmark m11 autoclave blew up. Fortunately the sterilization room, which is nearly always occupied, was unoccupied at that exact moment or the blowup would have caused serious injury or death. The unit, which was purchased in 1999, was in a normal sterilization cycle when the door opened approx 1 1/2 inches to a safety latch which prevented further opening. The unit was fully pressurized and the resulting release of steam propelled the unit into the splashboard on the back of the countertop where it ricocheted 12 feet across the room and into the hallway. It blew small instruments out all over the room and filled the room with steam and boiling hot water. When the unit was examined, the pressure release valve was found to be functional and the tank was intact. The unit was returned to midmark for eval upon their request. In my discussions with the safety mgr at midmark, I asked him if there had been any previous reports of the m11 malfunctioning in such a fashion. He stated that there were similar incidences, but that the cause for the malfunction had not been determined. I am concerned that there was a known risk of malfunction, but I was not notified. As a consequence, I placed the lives and safety of my staff in jeopardy.